Manufacturer narrative:
During inspection and testing, the angulation was locked due to damage to the bending section. In addition, the endoscope leaked due to holes in the forceps channel, there was evidence of liquid leakage in the control body and grip, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a problem with angulation. Additional details were requested regarding the reported event. No additional information has been provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the angulation was locked. This report is being submitted for the malfunction found during evaluation (locked angulation). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely causes of the reported event are due to traces of water invasion in the control section, the angulation mechanism inside the endoscope corroded resulting in air bubbles emitted from the biopsy channel and water leakage or, external factors such as inserting and withdrawing of the endo therapy accessories in the biopsy channel while the tip of accessories is open resulted in water leakage from the biopsy channel. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.